Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have bent grip, causing misalignment of the grips. There was a 0.0315¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the force bipolar forceps instrument had malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. No patient injury or harm. The energy of the instrument only concentrated near the back of the jaw, and there was no energy at the tips of the instrument.